Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was also determined that the battery pack was weak. The collimator and battery pack was replaced. Alignments were performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi displayed iris pot error after initialization. The system had to be reinitialized to continue. There was no adverse pt involvement reported. There was no pt info reported.